Event description:
Pt tested blood glucose on suspect device and was 250 mg/dl. Pt then passed out. Emergency medical technician's were called and blood glucose tested on their device and was 46 mg/dl. She was given an intravenous with dextrose and 45 mins later blood glucose read 69 mg/dl on emergency medical technician's device. Controls were tested on suspect device 3 days later and both were with in range.